Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed safety disk test and membrane test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.